Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received for evaluation. A visual inspection with the naked eye was performed and broken occluder legs were observed beneath the twist clamp. Functional testing including clear passage and leak testing were performed and no issues were observed. Clamp function testing failed due to a leak through a closed twist clamp. The cause of the leak was due to the broken occlude legs. The cause of the damage was undetermined, however the sample was returned with evidence of substance around the threads of the main body and inside the twist clamp. The damage is possibly due to exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a minicap transfer set leaked through a closed twist clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.